Event description:
The customer obtained a higher than expected accutni result within the risk stratification range for one patient. Subsequent testing produced lower results within the normal reference range. Service was dispatched and addressed a hardware issue. Although hardware is a likely contributing factor, a definitive root cause has not been determined to date for this event.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).